Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device shows that one of the screws fractured on the device. Upon closer investigation it was found that there was large amount of residue build up around the screw hole of the fractured screw. The area was wiped with alcohol and it was noticed that the residue came off. The screw hole showed signs of pitting around the screw hole in question which was most likely due to residue build-up. Investigation results concluded that the reported event was due to improper cleaning of the device. The instructions for use (IFU) has instructions for cleaning. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device manufacture date: the date code au etched on the instrument indicates the instrument was manufactured during jan. 2005 to june 2005.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed due to the lot number being unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the cutters fractured during surgery. There was no delay or patient injury reported. The complaint form indicates the surgical technique was not followed, however no details were provided. Additional information was requested but has not been received at this time.